Event description:
It was reported to philips that touch screen does not work.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touch screen does not work.based on the information available and the testing conducted, the cause of the reported problem was confirmed, the units display is not working correctly. Even after calibration the touch is off. Display assembly replaced to correct the issue. Device functions are working correctly. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.